Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device¿s angulation lever cap came off. There were no reports of patient or user harm associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted as a correction to the previously reported event. After further review, it has been determined that the previously reported event manufacturer report # 9610595-2025-17118 was not a reportable event.